Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed the patient's atrial lead had exhibited high, out of range pacing impedance. The physician elected to replace the lead. During the revision procedure, it was found that the lead was fractured. The lead was successfully capped and replaced on (B)(6) 2020. The patient was discharged as normal.